Event description:
Complainant alleged that the staff was atempting to pace an elderly male patient (age unknown) who had cardiac arrested at home, and who was in cardiogenic shock at the user facility. The nurse attending to the patient received a slight unintended delivery of energy when she attempted to take the patient's pulse. When the multi-function stat padz were removed from the patient the staff observed a "dime size blister" on the patient under the anterior pad. When the pad was examined by the staff, they observed a "brown scorching" on the corresponding section of the pad. (Delivery of an unintended pacer pulse is not considered an MDR reportable event.) The patient subsequently expired, but the complainant indicated that this was not as a result of the alleged malfunction. There were no adverse effects on the nurse who received the unintended delivery of energy.